Event description:
It was reported that during a pump and catheter implant on (B)(6) 2013 the catheter package was opened and the physician stated that the catheter was kinked coming out of the package. The catheter was not used. The physician opened another catheter and the system was implanted. No patient symptoms as the patient was not involved.

Manufacturer narrative:
(B)(4).